Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. The evaluation included an electrical safety check, a functional check of each of the equipment's features, and a power output check. The generator was/is within specifications and all features were/are functioning properly. Additionally, no anomalies were found in the review of the generator's device history record (DHR). In conclusion, there were no issues with the esu that would have caused or contributed to the event. In general, to avoid burns to the user's hand/fingers, either insulated forceps are used or coagulation is by direct tissue contact with the active electrode (note: commonly, insulated forceps are used for coagulation.). The erbe esu's user manual cautions that touching a hand-held metallic instrument with the active instrument can cause burns (at the user's hand). No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an incident occurred with the electrosurgical unit (esu/generator) during a secondary caesarean section. The esu was used with non-insulated surgical forceps (specific detailed information regarding the involved instrument was not provided). A neutral electrode (type and manufacturer unknown) was attached to the patient's right thigh. Upon activation to coagulate, there was a spark due to the high voltage which caused a hole in the surgeon's glove. Then, the physician's right thumb was burnt. The burn/necrosis was described as dark, then whitish with blistering which developed into a "hole" (i.e., a 2nd degree burn of approximately 0.3 to 0.5 cm2 in size.). The surgeon became dizzy and then unconscious. Per the reporter, a blood sample was taken and an ECG was performed on the doctor. Then, the surgeon was monitored for 2 hours. No other injuries were reported involving the operator of the device.